Manufacturer narrative:
A local representative (cs) performed troubleshooting and was able to replicate the issue. The navigation system could track other instruments with no problems. The cs verified that the imaging system / imaging system tracker had not been removed from the procedure / instrument page. A second navigation system was brought into the room and able to see the tracker in the same position as the first navigation system. No products have been returned to medtronic for analysis. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a procedure. It was reported that the navigation system was not seeing the imaging system trackers. It worked for the previous spins on the case. The site was not using a drape and tried adjusting the position of the camera with no luck. It was requested that they reboot the system, but the surgeon did not need this confirmation spin to be navigated and they proceeded without transferring to the navigation system. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.

Manufacturer narrative:
H2: additional information was received. B5 and e3 have been updated. D10/h2/h3/h6: product bi71000568 was returned and analyzed. The complaint was unable to be confirmed. The returned general-purpose I nput/output (gpio) was tested at six feet. All six markers were tracked while being tested between four and nine feet. The trackers on the navigation system did not fade or flicker while under test within proper distance. No problem was found. Codes 10, 213 and 67 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issues were on imaging system side with the general-purpose input/output (gpio) board replacement resolving it. It was confirmed that the procedure type was unknown.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000568, lot # rev. 2 : s/n (B)(6) h3: a manufacturer representative went to the site to test the equipment. It was reported that the gpio enclosure was replaced. The imaging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.